Event description:
This patient had two smart stents placed in the right superficial femoral artery (sfa). There were no procedural details provided. Per protocol a duplex study was performed before patient was discharged from the hospital. The results confirmed occlusion of the sfa distally to the target lesion. The stented segment was patent and there was no occlusion seen within 5mm from the implanted stents. Patient was treated with antegrade catheterization to the right common femoral and catheter placement for thrombolysis using tpa infusion was performed with further stent placement in distal sfa. The lysis was discontinued. Per the physician, this event was unlikely related to device and highly probable related to procedure.